Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced speed reductions and pump stops while the patient was connected to their power module and patient cable. It appeared these events were related to short to shield problems.

Manufacturer narrative:
This event was determined to be duplicate information to manufacturer report number 2916596-2021-01292. The investigation findings have been submitted under manufacturer report number 2916596-2021-01292.

Event description:
Additional information confirmed that the controller clock was set incorrectly and that the log file dates reflecting 2017 should be considered 2021.